Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one powered handle, one adapter manual retraction tool and one adapter opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering analysis, and an evaluation of the returned device. No initial visual abnormalities were noted for the handle or adapter. The eeproms (electrically erasable programmable read only memory) were uploaded and indicated 0 autoclave cycles for either the handle or adapter. Additionally, select motor error codes were displayed several times throughout the handle eeprom log. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center. The center rod orientation was checked and was found to be assembled properly. Since the clinical battery and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv battery pack was loaded into the handle. The handle was not able to calibrate. Solid blue lights were illuminated and the green handle status light began to blink. The adapter was inserted onto a pmv handle and calibrated without issue. All five white status lights illuminated indicating more than 15 surgeries remaining on the adapter. A pmv reload was inserted onto the adapter and the reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated clockwise in increments of forty-five degrees and fully articulated left and right each time to detect an out of round sulu load ring but the reload detect led did not turn off indicating that the software recognized the presence of a reload the entire time. The pmv reload was then cycled without hesitation or binding. Engineering took an additional eeprom reading and noted select motor and drive motor error codes. Engineering then disassembled the unit for troubleshooting and no abnormalities were found. However, similar failure modes have been identified with relation to intermittent connections on the hand soldered motor traces of the bldc (brushless direct current) board. The observed condition in the pmv lab was most likely caused by an internal break in connection on the bldc board leading to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a roux-en-y procedure, a new idrive was opened for first time use. When the battery was inserted, the handle did not provide the audible feedback of calibration. The handle was displaying a flashing handle indicator light and solid blue lights on the status indicator. The device was not used on a patient. The device was replaced. There was no extension in surgery time over 30 minutes. There was no blood loss over 500 cc's. There was no extension of the incision. There was no change from endoscopic to open surgery. There was no unanticipated tissue loss or irreversible damage. No portion of the device or tack fall into the patient cavity. No reinforcement material was used in conjunction with the stapling device. The patient was unaffected by the product issue, the issue occurred prior to patient use.